Event description:
The physician was performing a bronchoscopy with endobronchial ultrasound-guided transbronchial needle aspiration; the needle was out of the sheath while in the ebus scope and moved down the inside of the scope. A hole was found in the scope during the leak test portion of the scope cleaning and the scope had to be sent out to be fixed. Because of this, 2 ebus procedures scheduled for the following day had to be cancelled. During the procedure both drs. Were reminded and encouraged to "lock the needle in place" per protocol but failed to do this several times. The company sales representative has been contacted to provide education to physicians.